Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. The whisper es guidewire became kinked during use in the anatomy. Resistance was felt during retraction of a non-abbott balloon catheter over the guidewire. The guidewire was exchanged for a new one and the procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported kink and difficulties removing the guide wire were confirmed. Based on the visual, dimensional, and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there does not appear to be any indications of a product quality deficiency.